Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Physician reported that the pt showed high lead impedance during system diagnostics test. Pt is non-verbal. No recent trauma was reported, but pt is very "squirmy", and it took three people to hold him down. Physician stated he would not be surprised if the pt had "wiggle-wormed around" and broken the lead. It was recommended to the physician to turn off the device. No x-rays were sent, and pt will likely undergo a lead revision surgery. Last good diagnostics were obtained in (B) (6) 2008. Physician also reported an increase in seizures, which was not above pre-vns baseline and cause was due to loss of therapy from high lead impedance. No additional info is available.